Event description:
The customer reported there was housing damage causing new cartridges to not seat well and be difficult to remove. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.